Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was not functioning properly. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer; however, customer did not respond.